Event description:
It was reported that during ventilatory therapy of a patient, the ventilator generated two technical errors and it stopped ventilating. The screen also went black. One technical error indicated disabled valves and the other a communication failure between the control printed circuit board and the ventilator¿s monitoring subsystem. According to staff there was no audible alarms. The patient desaturated to between 60-70 %. The patient was bagged and the ventilator was replaced with another one. The final patient outcome was no injury. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that during ventilatory therapy of a patient, the ventilator generated two technical errors and it stopped ventilating. The screen also went black. One technical error (te10) indicated disabled valves and the other a communication failure between the control printed circuit board and the ventilator¿s monitoring subsystem (te12). According to staff there was no audible alarms. The final patient outcome was no injury. The breathing control printed circuit board (pcb) and user interface control cable were returned for investigation. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation on june 30, 2022, but there is nothing in the logs that indicate that there was any problem with the audible alarm. A visual inspection of the returned breathing control pcb showed no anomalies. The control pcb was installed in the reference ventilator. At startup the ventilator showed a message telling the breathing subsystem version was incompatible. After system software was reinstalled, the described customer issue could not be reproduced. Four pre-use checks passed and simulated use test ventilation ran for nine days without issues. The returned user interface control cable was frayed and its casing cracked, but it was fully functional during the investigation. A defective or lose control cable may cause the panel's user interface to become unresponsive, but ventilation will continue with set parameters. If a defect related to the reported technical error codes appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that the reported technical error codes were confirmed in the device logs. After necessary software re-installation, no problems were found with the returned control pcb, but an incipient hardware problem is possible. Since the reported problem was not reproduced during the investigation, the root cause could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).